Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ev240163 (B)(6); product type: 0264-lead-hv; implant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, poor sensing was observed in the ring1-ring2 configuration during defibrillation threshold (dft) testing. A manual shock was delivered. A second induction was performed, however neither the 30 joule or 40 joule shocks were able to return the patient back to sinus rhythm, so another external shock was given. Two days later, the patient was induced again and dft testing was successful at 40 joules. X-ray images were taken in which the extravascular (ev) lead appeared a bit rotated. The extravascular implantable cardioverter defibrillator (ev-ICD) system remains in use. No patient complications have been reported as a result of this event.